Event description:
Customer reported collimator problems. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and reseated circuit boards and chiops. System operates as intended.